Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit displayed the error message "gas external device failure" and stopped providing readings during a procedure. The swapped out the multigas unit with an known good one with the same cables to continue patient monitoring. No reports of patient harm. Investigation summary: evaluation of the returned unit confirmed that the reported error could not be duplicated; however, gas accuracy testing showed readings below manufacturer specifications. Total operating time exceeded 30,000 hours. Further testing indicated failure of the gas sensing components. The gas module was replaced, along with associated components, and the unit subsequently met manufacturer specifications. An exchange unit was provided to the customer. The root cause is component failure due to wear of the gas sensing module. No further investigation is required. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 09/23/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 2: 09/26/2025 emailed the bme for all information in the ni list above: no reply was received. Attempt # 3: 10/08/2025 emailed the bme for all information in the ni list above: no reply was received. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor (bsm): model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the multigas unit displayed the error message "gas external device failure" and stopped providing readings during a procedure. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multigas unit displayed the error message "gas external device failure" and stopped providing readings during a procedure. The swapped out the multigas unit with an known good one with the same cables to continue patient monitoring. No reports of patient harm. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor (bsm): model#: ni, serial#: ni, device manufacturer data: ni, unique identifier (UDI) #: ni.

Event description:
The biomedical engineer (bme) reported that the multigas unit displayed the error message "gas external device failure" and stopped providing readings during a procedure. No patient harm was reported.